Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was inserted into the patient and deployed to 80% at the patient's aortic annulus. During the first deployment attempt, valve under expansion was noted. Subsequently, the valve was recaptured and deployed a second time to 80%. During the second deployment attempt, an infold was noted. In response, the valve was recaptured and withdrawn from the patient's body. A new valve was then prepared as the attending physician used a non-medtronic 21 millimeter (mm) to complete a pre-implant balloon aortic valvuloplasty (bav). The new valve was then successfully implanted with the use of a new delivery catheter system (dcs). No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (b)(6}; product type: {0195 - heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a 10-minute procedural delay occurred due to the infold. Per the physician, the patient's anatomy including a functional right-left fusion contributed to the infold.

Manufacturer narrative:
Updated data: b5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.